Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "got hard" with capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported right side "got hard" with capsular contracture baker grade unknown. Healthcare provider reported possible right side capsular contracture baker grade unknown. Healthcare provider later reported capsular contracture baker grade iii. A different healthcare provider reported "contracture" and no baker grade provided. Later healthcare provider confirmed capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.